Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 9 and no notable events occurred prior to the issue, while impact to customer¿s blood glucose level was unknown because caller declined to answer. No additional information was received regarding the outcome of the event. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty with updated software, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.